Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that cancerous lymph nodes were removal from the patient neck and chest. Approximately 10 minutes after intubation and after the arterial line was in, the silicone cuff on the intubation tube failed. The patient was then placed into extension with a shoulder roll, leading to difficulty in ventilation and increasing hypoxia. Patient returned to the or approximately 1 minute after the ventilation difficulty started. The patient was hypoxic with bradycardia, with oxygen saturation below 50% as measured by pulse oximetry, and there was difficulty ventilating with the ambu bag. I used a laryngoscope to examine the patient and confirmed that the endotracheal tube was in the correct position, with the cuff visible just beyond the true vocal cords. Because ventilation remained difficult, the patient was reintubated with a standard endotracheal tube of the same size, immediately after which the patient was ¿able to be ventilated well and her oxygenation returning to the upper 90s.¿ inspection of the removed emg tube found no obstruction within the lumen and no leaks in the cuff or tube itself. It was then ¿decided to not proceed with the surgery, but to evaluate the patient after reversal from anesthesia and extubation to make sure there was no sequela from the hypoxic event, which lasted overall less than 2 minutes before oxygenation and ventilation were re-established. The patient was therefo re sent to the recovery room and extubated without airway difficulties and was admitted for observation and workup.

Manufacturer narrative:
Medical safety has assessed the event, the event and its severity are known and labeled per (B)(4) and instructions for use m 040175c001doc1 c. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroid procedure, patient was intubated with tube doing well. After introducing shoulder roll and rechecking two positions, the patient started to desaturate. The tube was deflated, then re-inflated and repositioned, but the patient continued to desaturate. The decision was made to extubate and reintubate with a standard endotracheal tube. The patient¿s oxygen saturation immediately started to rise after that. When the issue occurred, the patient¿s oxygen saturation dropped below 50% for a prolonged period of time maybe 2 to 3 minutes; however, the patient did not present with any sequelae postoperatively. Case was cancelled and rescheduled and completed successfully.